Manufacturer narrative:
Studies performed on a worst case condition with a crack of 90% cross-section have been shown to have no effect on performance. Previously, conflicting information may have been provided to puritan bennett 840 (pb840) customers concerning the operational life of the oxygen sensor in a labeling addendum for the pb840. The pb840 operator's manual states the sensor has a nominal life of one year from the date of manufacture while a pb840 addendum incorrectly stated to replace the sensor every two (2) years. The nominal life of the o2 sensor is 1 year from date of manufacture. Covidien's plan to update the literature was communicated. (B)(4). The device exhibited codes fs0001 and fs0003 indicating "02 flow sensor cross check failed". The covidien customer support engineer (cse) inspected the device and found a damaged oxygen sensor. The cse replaced the oxygen sensor. The ventilator passed extended self-testing (est). The damaged oxygen sensor was not retained for investigation. The service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored.

Event description:
A report was received from the USA indicating that the device had an internal leak and would not pass pressure leak testing. The device was not in patient use when the event occurred. Though requested, additional information was not available.